Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer via a manufacturer representative in regards to a patient who was being treated with baclofen 2000 mcg/ml (656 mcg/day) intrathecal therapy via an implanted pump. The brand and lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. The patient's medical history and concomitant medications were unknown. The patient was at home and heard an audible alarm on (B)(6) 2015 at around 2230. The patient became symptomatic with spasms and heard an alarm so they went to the emergency room (ER). A motor stall was seen at the initial interrogation of the event log report on (B)(6) 2015 at 00:14. The patient had not had magnetic resonance imaging (MRI) recently. When the field representative saw the patient in the ER on (B)(6) 2015, he interrogated the pump and it was displaying the motor stall had occurred and not recovered. They were not able to get in touch with the office that manages the patient's pump as it was the weekend. The patient didn't really know who the managing physician was as they normally just saw whoever was at the clinic for refills. The patient was given oral (po) baclofen. On 10/20/2015, additional information was received from the healthcare provider via the manufacturer representative who indicated the patient was admitted for possible withdrawal symptoms and treated medically. It indicated an event date of (B)(6) 2015. No other interventions were done. Upon meeting the patient prior to pump replacement, the patient stated to the representative that he was feeling better since the start of the oral baclofen. The pump and logs were interrogated and the report indicated that the pump re-started on (B)(6) 2015 at 1835. The patient had a pump replacement on (B)(6) 2015. Patient status at the time of this report was alive with no injury. If additional information is received, a follow up report will be sent. Additional information indicated that the cause of the motor stall was unknown, there were no known issues that should have prompted the stall; the patient was in bed asleep when it occurred. The type of baclofen used in the pump was unknown.

Manufacturer narrative:
Pump analysis results revealed gear train anomalies in the pump motor, specified as corrosion, wear, and lubrication. It was indicated that the motor stall was due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.